Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Lot number corrected from 24336142 to 24400748. Expiration date corrected from 08/26/2022 to 09/08/2022. Device manufacture date corrected from 08/27/2019 to 09/09/2019. The device was returned for analysis. A longitudinal balloon tear was identified starting at approximately 8 mm from the distal end of the proximal markerband and extending distally for approximately 35 mm. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.